Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer's blood glucose level. As a corrective action, technical support arranged for the pump to be replaced.